Event description:
It was reported by the customer that on (B)(6) 2010 there was no visible aiming beam at an unk amount of joules. The physician was able to use the fiber to complete the procedure. No pt injury was reported. The device was not returned for evaluation.